Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' Product evaluation: one implant and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant was fractured at the collar. A fractured screw was identified in implant. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per were 'unknown bone density'. The reported device had been placed on tooth #46 (fdi) for approximately 5.5 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning.' DHR review: DHR review for the lot (63553752) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Implant: complaint history review: complaint history review was performed for the reported lot number (63553752) for similar events (complaint category keywords: fracture: implant and fracture: screw) and no other complaint was identified. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
Doctor reported the implant collar fractured and was removed.